Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient¿s system got infected. The healthcare professional was going to remove the entire system on (B)(6) 2017. The issue was resolved at the time of the report. No device issues reported.